Manufacturer narrative:
The following other devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-339; lot# 9yp7, triathlon cr fem comp #5 l-cem; cat# 5510f501; lot# a3c6s, triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# uuzyb. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient is post op 2 weeks primary tk. Knee became swollen and infected. Knee was washed out and liner was exchanged for a 4/11mm cr.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient is post op 2 weeks primary tk. Knee became swollen and infected. Knee was washed out and liner was exchanged for a 4/11mm cr.